Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores under right armpit, breast fold, and stomach. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing device to allow wounds to heal. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a battery was unable to charge. A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores under right armpit, breast fold, and stomach. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing device to allow wounds to heal. Outcome of the irritation is unknown.